Event description:
The customer reported a false positive result using ID now covid-19 2.0 assay performed on 02nov2023 with a nasal sample from a kitted nasal swab. The patient was treated (unknown treatment) and sent home. Two additional tests were performed: a pcr (cepheid genexpert) test was performed on (B)(6) 2023 and generated a negative result; an additional pcr (cepheid genexpert) was performed on 04nov2023 and also generated a negative result. No additional information, including treatment or outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1108451 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot 1108451, test base part number 192-430 / lot 1108451. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1108451 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference and cross-contamination. H3 other text : other - device not returned; single use device.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
The customer reported a false positive result using ID now covid-19 2.0 assay performed on (B)(6)2023 with a nasal sample from a kitted nasal swab. The patient was treated (unknown treatment) and sent home. Three additional tests were performed: an antigen home test (unknown brand) was performed on an unknown date and generated a negative result; a pcr (cepheid genexpert) test was performed on (B)(6)2023 and generated a negative result; an additional pcr (cepheid genexpert) was performed on 0(B)(6)2023 and also generated a negative result. No additional information, including treatment or outcome, was provided.

Manufacturer narrative:
Additional information: d4 - expiration date h4 - manufacturing date UDI - (B)(4). The remainder of the investigation is in progress. A supplemental report will be provided after completion.b5 - removal of antigen test d4 - lot number other - device not returned; single use device.

Event description:
The customer reported a false positive result using ID now covid-19 2.0 assay performed on (B)(6) 2023 with a nasal sample from a kitted nasal swab. The patient was treated (unknown treatment) and sent home. Two additional tests were performed: a pcr (cepheid genexpert) test was performed on (B)(6) 2023 and generated a negative result; an additional pcr (cepheid genexpert) was performed on (B)(6) 2023 and also generated a negative result. No additional information, including treatment or outcome, was provided.